Event description:
Surgilav irrigator did not advance fluids. Second surgilav irrigator opened and same problem. A third surgilav was opened and it worked. Both surgilavs that malfunctioned were of the same lot and serial number.